Event description:
Revision was performed due to polyethylene failure of the tibial plateau. A femoral component cat#85-5401, lot #081dq was removed, however surgery has been attributed to polyethylene failure.

Manufacturer narrative:
The device was revised for unspecified reasons. Neither the device nor medical records were available for evaluation and review. Only radiographs were available for examination. The radiographs revealed that a large mass of excess bone cement was left at the implant site. Post operatively, a large (11+)x(4+)mm segmant of the excess bone cement broke free, as revealed by the radiograph.the first appearance of the fractured cement corresponds roughly to the date when the patient experienced a physical event with her knee, after which she developed problems. No device defects were evident on the radiographs. At this time, jjpi considers this file closed.